Event description:
Customer reported his physician's meter was reading 75 points lower than the customer's meter. Customer stated that his physician told him his kidneys were beginning to fail because of the difference in meter readings. The physician put the customer on insulin which was not previously prescribed.

Manufacturer narrative:
Customer could not remember meter readings, nor could he recall the time difference between his reading and the reading at the physician's office. Customer was offered a postage-paid label to return the meter but he declined and stated he wanted to hold on to the meter. There is no evidence that the meter was directly related to the customer's failing kidneys.